Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to inbound processor service. A technical support specialist (tss) restarted the inbound processing service, which resolved the issue. The tss then reviewed the logs to identify a root cause and did not find any error messages. The service was not consuming a high number of resources at the time. When a service suddenly stopped processing while still showing as started and without generating errors, it typically indicates that a process within the service stalled or crashed unexpectedly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patients were not crossing into pyxis from meditech and failed to communicate with server.there were no delay, no adverse events or injuries reported based on this event.